Event description:
The field service rep (fsr) reported that during preventative maintenance of the device, it was discovered that the centrifugal controller's "no load max speed" was out of tolerance at 3470 rpm. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The complaint was confirmed by the field service rep (fsr). After the fsr adjusted the "no load max speed" to 3600 rpm and performed preventative maintenance, the unit operated to MFR specs and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.